Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via a merlin at home transmission. The patient is asymptomatic. Reprogramming changes were made.